Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was receiving lioresal (baclofen) via an implantable pump for intractable spasticity. It was reported that the patient had an MRI for about an hour and 15 minutes, and the pump had not started. The caller stated the critical alarm had been sounding since while the patient was in the scanner. The caller mentioned that they had reinterrogated the pump a bunch of times, and they were still hearing the alarm. The caller stated the logs showed code 100 for motor stall, but they did not show any recovery. The patient had no withdrawal symptoms and no oral meds at home. The patient lived about a hour from the managing healthcare provider (hcp). The pump logs showed 1:08pm: motor stall, 2:28pm (est): 1st critical alarm, and when the patient came out of the at MRI 4:28pm there was another critical alarm the agent assisted the caller with acknowledging the alarm, ending the session and reinterrogating the pump. The issue was not resolved through troubleshooting. The agent reviewed motor stall considerations, and the patient was redirected to their healthcare provider (hcp) to further address the issue.

Event description:
Additional information was received from a healthcare provider via company representative reporting that the pump did recover more than 2 hours after it stalled.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.